Event description:
It was reported that the cartridge was damaged at the shroud. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.